Manufacturer narrative:
(B)(6) on (B)(6) 2021). Parent (B)(4) has been identified as a duplicate of (B)(4),which has been processed accordingly. Please refer to (B)(4) with (initial child (B)(4) by mdn: (B)(4). See (B)(6) for the full investigation of this issue.

Event description:
It was reported to philips that the self-test prompt to plug in the treatment cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.